Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power on reset (por). It was stated that the patient programmer 'kept giving' the patient 'fits.' The patient reportedly saw the por code when she turned on the device three days prior to the report. It was stated that the patient was able to recharge the following day. It was later reported that the patient was 'unable to run her stimulator for pain control.' It was confirmed that the patient had a por message with the doctor screen. The patient reportedly was receiving radiation. It was stated ah the patient met with her manufacture representative, the por was clear, and 'a couple' of programs were 'set up.' Reportedly, the por cleared and the patient was 'getting good stimulation.'